Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed no sensor inserted. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause is determined to be early sensor expiration.